Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the device had a system error during an infusion of versed, which required the infusion to be shut down. The versed was being utilized to assist the patient through coughing spells. As a result of the versed unable to infuse, the patient received a dose of fentanyl that was already infusing on a separate brain. This helped the patient return to baseline. While customer was conducting a preliminary review of the the logs, error code 800.8000 was seen multiple times. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had a system error during an infusion of versed, which required the infusion to be shut down. The versed was being utilized to assist the patient through coughing spells. As a result of the versed unable to infuse, the patient received a dose of fentanyl that was already infusing on a separate brain. This helped the patient return to baseline. While customer was conducting a preliminary review of the the logs, error code 800.8000 was seen multiple times. There was patient involvement but no harm.